Manufacturer narrative:
As viewed through the returned packaging the coil was found to have been stretched and severed. The proximal and distal severed ends of the coil fractures are ductile in nature requiring external force and anchoring. No material defects were found. The distal severed section containing the ball tip was found inside the introducer sheath. It was also found that the device positioning unit (dpu) and introducer sheath were returned separated from each other which of itself can produce severe damage to the unit. Located off the proximal end and measured off the apex are three bent sections located at 35.5, 141.0, and 173.0 all in centimeters. No manufacturing defects were found. The circumstances of how and when the above unreported damage occurred cannot be determined. Due to the overall severe damage to the unit including the severed and stretched coil and the separation of the introducer sheath from the dpu, the root cause of the resheathing difficulty cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported damage that the coil was stretched and severed could not be determined. The root cause of the complaint event could not be determined due to the condition in which the product was received. However there is no evidence of a manufacturing defect as review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact at the facility reported that the deltaplush coil (cpl10015230/c17503) could not be re-sheathed. It is unknown how the procedure was continued. At the time of initial contact, the device was available for return however it was later stated that it would not be returned. Finally, the coil was returned for investigation. Investigation discovered that the coil was stretched and separated. The circumstances of how and when the damage occurred cannot be determined.